Event description:
It was reported that patient underwent initial right total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2015 due to flexion contraction. The femoral component, tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components."